Event description:
Customer reports 1 fiber leak occurred at the onset of treatment on reuse number 10. Noted by blood leak alarm and confirmed with hemastix. Estimated blood loss was 150cc. Treatment was continued with new dialyzer and bloodlines without incident. No pt injury or medical intervention reported.